Event description:
The dentist reported the abutment screw fractured. The screw retained abutment was unable to be removed from the implant, therefore both the implant and the abutment had to be removed as well. The patient was prescribed antibiotics.

Manufacturer narrative:
Visual inspection of the return product confirmed the abutment had fractured. The abutment was returned with a crown attached. The screw and implant were not returned and the fractures could not be verified. The lot information for the screw and abutment was not provided and could not be determined, therefore a manufacturing history review could not be completed. The device history record review was completed for the implant lot only. The DHR review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. Complaint and non-conformance reviews for the iunihg screw did not identify any anomalies or trends that would contribute to this complaint.